Manufacturer narrative:
The p-cap / reservoir locked properly during testing. Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No under delivery anomaly noted. Device received with minor scratched display window, case and keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 19 mmol/l and 14.3 mmol/l. The user alleged the insulin pump was under delivering insulin due to blood glucose was high using insulin pump whole day. Customer stated they performed high pressure test and it did not passed. Customer repeatedly perform test and no alert after test was done. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.